Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had two previous transvenous systems from another manufacturer that were explanted due to infections. After the last infection was cleared a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. Eight days post implant of the s-ICD system a pocket revision was performed as the patient had felt a tugging sensation at the incision site and some of the stitches had become separated. During that procedure the physician saw some redness and decided to use an antibiotic pouch, no infection was noted at the time. After the pocket revision procedure the patient was discharged and six days later presented to the emergency room with symptoms of fever and vomiting. There was redness and green pus visible at the pocket, which tested positive for infection. It was noted that the electrode incisions were fine. Subsequently another revision procedure was performed where the s-ICD and electrode were explanted. No additional adverse patient effects were reported.